Manufacturer narrative:
The reported event was addressed with phone support. The customer stated the operating room (or) staff ended up getting a new force bipolar instrument and they were able to complete the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the images for the force bipolar instrument associated with this event has been performed and the following additional information was provided: an unknown tissue type is caught in the wrist component of two different instruments. Although the allegation was of tissue getting caught on the force bipolar instrument only, it was observed that the tissue stuck on the prograsp forceps in universal surgical manipulator (usm) 4 as well. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer informed intuitive technical support engineer (tse) and stated the surgeon was getting tissue stuck in the hinge of the force bipolar instrument. The customer stated the operating room (or) staff ended up getting a new force bipolar instrument and they were able to complete the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not there so they cannot answer. The reporter informed that the site completed the davinci procedure.